Event description:
Patient underwent a percutaneous left nephrostomy in interventional radiology. During the procedure, the wire guide tip broke and a segment reportedly was retained in the upper pole of the left kidney.